Event description:
It is reported that the device was implanted in 2008 and that the pt was revised in 2009, due to pain. The explanted articular surface exhibited pitting and wear.

Manufacturer narrative:
Evaluation summary: the returned implants were found dimensionally conforming where measurable. The articular surface exhibits some pitting on the articulating surface and minor wear on the backside. The cause of the reported pitting and wear cannot be definitively determined with the available info. H6: eval code: results/conclusions: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.